Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported in lecture slides "delayed hematoma after implant reconstruction", "erythema occurred", "skin ulcer and exposure of the sbi were observed". This record is for the left side. Device has been explanted.